Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) had a blue screen and stopped working. It also gave a "system down" error message. The bsm was not in use on a patient at the time and was in a testing environment. The biomedical engineer sent the bsm in for repair for an evaluation. The unit was cleaned and evaluated. The reported problem of system down and seeing data abort/wp error as duplicated. All errors were seen within a few minutes of testing and unit crashing a few times. All malfunctioning parts were replaced. The unit was tested per the operator's service manual and the unit completed extended testing and operates to manufacturer's specifications.

Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) had a blue screen and stopped working. It also gave a "system down" error message. The bedside monitor (bsm) was not in use on a patient at the time and was in a testing environment. The biomedical engineer plans to send the bedside monitor (bsm) in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) had a blue screen and stopped working. It also gave a "system down" error message.